Event description:
The report indicated that the customer had experienced continuous high bgs (266-479mg/dl) over an eight hour period. Multiple correction boluses were administered which were ineffective at controlling her bgs. Blood was seen in the pod's cannula, though no kink was noted. The pod was deactivated and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.